Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a whipple procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke in half. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information: h6 a manufacturing record evaluation was performed for the finished device batch plh045, 8580h19 and no non-conformances were identified.